Event description:
Customer indicated initially they have received 7 to 10 discrepant patient results for creatinine. Account only provided results for six patient samples, of which only two patient results met the reporting criteria. Initial creatinine results from these two patients were 1.1 mg/dl and 1.4 mg/dl. Samples were repeated and recovered 0.5 mg/dl and 0.9 mg/dl for creatinine respectively. Customer indicated they have been running patient samples in duplicate, and would report out the lowest result. The user did not report any patient results that were adversely affected. The field service representative performed maintenance and performance check tests which were within specifications. The user has not had a recurrence of discrepant high creatinine results since the fsr was on site.